Event description:
It was reported that the 'no cassette' alarm displayed on the pump when using the cassettes. Alarm was triggered with six to eight cassettes. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, visual and functional tests could not be performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.